Event description:
It was reported that the patient experienced a cardiac tamponade. During a pulse field ablation (pfa) procedure using a farawave pulsed field ablation catheter the patient experienced a cardiac tamponade. It is unknown if any medical intervention took place to treat the tamponade. It is unknown if the procedure was completed successfully. The device is not expected to be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. It was not available because it was not provided with the medwatch form submission. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.